Event description:
Customer reported unexpected negative reactions with capture-r ready ID (crrid) on a patient sample tested by the echo. The unexpected reactions were as follows: negative with cell 14 ( e-k+k+fya+fyb+), negative with cell 8 ( e-k+k+fya-)

Manufacturer narrative:
Reactivity of the fya, e and k antigens were confirmed on retention crrid, lot id101, the lot used by the customer. The customer did not return product or sample for investigation testing. It is not possible to rule out the sample as a cause of the event.